Event description:
It was reported that an ilet user experienced hyperglycemia with readings peaking at 275 mg/dl after a meal, with downward trend later, and noted frequent site changes and concern for absorption due to scar tissue. The event involved meal announcement settings, including use of the ¿more than¿ option, and no device alarms, with no moisture or tubing kinks observed. Symptoms included hyperglycemia without other reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and identified a usage problem, specifically incorrect meal-size selection for carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.